Event description:
It was reported the modular center post reamer tip was found cracked after the procedure. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04), drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.